Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Investigation results: two proglider files 25mm were returned (one file in loose + one unused file). The file in loose is broken in the active part (mixed conditions torque + fatigue). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during DHR review (batch #1930473). Unused file was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a proglider 6file sterile 25mm file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.